Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt375 24.5 diopter intraocular lens was explanted from the patient's left eye, due to a myopic miscalculation. The doctor attributes the event to patient issues where a previous rk (refractive keratotomy) and lasik had been performed. They were unable to obtain ocular response analyzer (ora) measurements, and had a myopic miss and blurry vision. There was an incision enlargement. The lens was replaced with the same model, but a different, smaller diopter of 21.5. There was no post op patient injury. No additional information was provided.

Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed. Failure not confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the device. Based on the investigation results there is no indication of a product quality deficiency as product met manufacturing release criteria. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.